Manufacturer narrative:
Per the clinic, there are plans to explant the device due to open circuit and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, several open electrodes were noted and the patient experienced overly loud sound. The patient also experienced tinnitus. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.